Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the user experienced high blood glucose. The customer asked for a bolus without being connected and did not see a drop of insulin. No insulin flow blocked alarm occurred. The high blood glucose occurred after 12 hours of use. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.